Event description:
Home pt (hp) reports split in cassette membrane of homechoice set resulting in leak. Hp reported she ended treatment and was treated the next day at the unit, with 1 gram kefzol i.p., as an outpatient. Rn reports hp has responded to treatment.